Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a lead integrity alert triggered for high impedance and non-sustained episodes. During the revision procedure, the pace/sense portion of the lead was pulled out of the device header without loosening the setscrew. The lead was tested and no issues were noted. The device remains in use. No patient complications have been reported as a result of this event.